Event description:
A customer reported a high blood glucose (bg) level during the night; cause was unknown. The cartridge and infusion set were changed in an attempt to address this issue. Despite these efforts, the customer woke feeling unwell. The customer's pump showed a bg level of "high," and a bg meter revealed a bg of 22 mmol/l. The customer went to the hospital and was found to have a blood glucose level of 22.8 mmol/l. The customer¿s received intravenous fluids of saline and insulin to resolve the bg and was released after 10 hours. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies.